Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. No further information has been received by the manufacturer to date. No further investigation is possible as the device was not returned for analysis. As limited information is known the root cause can not be determined at this time. Device not returned to manufacturer.

Event description:
The manufacturer received a patient registration form on (B)(6) 2016 of the following:a memo 3d was implanted and then explanted on (B)(6) 2016. A carbomedics standard prosthetic heart valve, mitral valve was implanted for the same patient on (B)(6) 2016. No further information has been provided.

Manufacturer narrative:
(B)(4). The testing method will be determined upon receipt of additional information. Information regarding the reason for explant and the availability of the device is not available at this time. The manufacturer is reporting this event in a conservative manner.

Event description:
The manufacturer received a patient registration form on 24-nov-2016 of the following: a memo 3d was implanted and then explanted on (B)(6) 2016. No further information has been provided.